Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The introducer sheath was bent in multiple consecutive locations. The embolization coil was intact with the pusher assembly and had severe kinking near its distal end. During functional analysis, the introducer sheath was flushed by a penumbra investigator to remove blood. After flushing, the ruby coil could not be advanced or retracted through its introducer sheath. Conclusions: evaluation of the returned device revealed that the embolization coil had severe kinking near its distal end. If the introducer sheath is not properly seated in the hub of the microcatheter when the ruby coil is advanced, the embolization coil may start taking shape inside the taper of the hub and resistance may be experienced. If the ruby coil is forcefully advanced against this resistance, the embolization coil may become kinked. Further evaluation revealed the introducer sheath was bent in multiple consecutive locations. This damage was likely incidental and may have occurred due to return packaging conditions. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil through a lantern delivery microcatheter (lantern), the physician met resistance and was unable to advance the coil. The physician then attempted to retract the coil; however, the coil did not advance or retract. Therefore, the physician loosened the rotating hemostasis valve (rhv), removed the lantern containing the ruby coil and was then able to retract the coil from the lantern. Thereafter, the procedure was successfully completed using a new ruby coil, the same rhv and the same lantern. It should be noted that the physician used an rhv during the procedure but did not maintain a continuous flush. There was no report of an adverse effect to the patient.